Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. There was some thrombus present in the neck and the abdominal aorta. It was reported that after the stent grafts were implanted, the physician thought there was a type ii endoleak and no intervention was performed. Two days later, the physician determined that the endoleak was a possible proximal type I endoleak. No intervention was performed and the patient will be monitored. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak), patient¿s condition affected effectiveness of device (thrombus in the aortic neck); evaluation, conclusion: inherent risk of a procedure (endoleak), device failure related to patient condition (thrombus in the aortic neck).